Manufacturer narrative:
The suspect device was evaluated onsite. The technician's evaluation found foreign matter accumulated at the socket. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly

Event description:
A user facility reported to olympus that the "b30" error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomenon occurred due to a foreign material on the socket. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. Dry the endoscope connector before insertion.¿ olympus will continue to monitor field performance for this device.